Event description:
This device was returned to target with no complaint description, however, upon the initial evaluation it was discovered that the catheter distal section was missing making this a MDR on 4/6/98.